Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part shows the arm connect (8734-0020-010) is frozen. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for timberline articulating arm for the failure of binding. The failure could possibly be attributed to damage over time and repeated usage of the instruments. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the timberline articulating arm that holds the retractor became jammed intra-operatively. The surgery was able to be completed using the arm, though with some difficulty, and there was no patient harm.

Event description:
It was reported that the timberline articulating arm that holds the retractor became jammed intra-operatively. The surgery was able to be completed using the arm, though with some difficulty, and there was no patient harm.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.